Event description:
Clinical study. It was reported that 199 days after a coronary artery drug eluting stenting procedure the pt experienced target vessel reintervention (tvr). Target lesion 1 was 3.00mm 60% stenosed portion of the proximal right coronary artery (prox. Rca). The dr treated the lesion for in-stent restenosis and proximal edge dissection with a taxus2 8.8% 3.0 x 8mm drug eluting stent that was placed overlapping a taxus stent of unk size placed 12 days prior to this event. There were no reported complications with this procedure. The pt was discharged two days following the procedure receiving asa and plavix. The site reported that 199 days later the pt required tvr for proximal edge stenosis and focal in-stent stenosis. The dr performed plain old balloon angioplasty (poba) and used a cutting balloon in the prox. Rca to treat the condition. The pt was discharged from the hosp one day post tvr. In the opinion of the dr the relationship of the tvr to the taxus stent is probable.